Manufacturer narrative:
H10, h3, h6: the reported device, intended to be used for treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Additional information received from the site during the initial investigation noted that the pin driver was broken. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified similar events. We were not able to confirm if there was a relationship established between the reported event and the device. Contributing factors were likely related to a design deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw. However, since the part was not returned, we cannot confirm if this was the same issue as the reported event.

Event description:
It was reported that, during a tka surgery, the pin driver has its distal component missing. The issue was resolved by using a back-up device. Surgery was delayed, but it is unknown for how long. The patient was not harmed.